Event description:
It was reported that the doctor found the prosthesis disintegrated inside of the patient. The device was explanted. There were no further complications reported.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Method: no testing methods performed. (B)(4)

Manufacturer narrative:
Additional information received regarding the event: the patient was having problems with decreased hearing, pain, and drainage, which prompted the doctor to re-check the prosthesis. All fragments from the disintegrated prosthesis were removed. A repeat tympanoplasty was required. The patient is currently improving. Complainant did not file a medwatch. Information obtained from the nurse on jan. 8, 2015.

Event description:
Additional information received regarding the event: the patient was having problems with decreased hearing, pain, and drainage, which prompted the doctor to re-check the prosthesis. All fragments from the disintegrated prosthesis were removed. A repeat tympanoplasty was required. The patient is currently improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.